Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed stuck button. The customer pressed the middle button but it did not clear the alarm. Customer's blood glucose level was 58 mg/dl. They treated their low blood glucose level with juice. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to no button response due moisture damage at electronic assembly. The insulin pump was received with no button response due to moisture damage at electronic assembly. The insulin pump was received with moisture damage at electronic and motor assembly. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked case behind the pump near the battery tube compartment and cracked battery tube threads.